Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and a steady beep occurred on the insulin pump. Customer also reported a battery replacement did not resolve the issue. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.